Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2012, the decedent experienced cardiac arrest, and all injuries associated therewith, after the use of the product and later expired.

Manufacturer narrative:
This is one event for the same pt involving two separate products.